Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation for stain inside the light guide-lens issue, it is likely due glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide-lens and caused corrosion. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed residual liquid on the device, but the type of the material or root cause cannot be identified. The stain inside the light guide-lens event is detectable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. The residual liquid at the distal end event is detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material inside the light guide lens and the distal end around the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.